Event description:
Caller alleged discrepant inratio2 results and the laboratory results. Results as follows: date (B)(6) 2012, inratio inr 0.8, laboratory inr 1.8. The time between testing was 1 hour. Therapeutic range 2.0 - 3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.